Manufacturer narrative:
Correction: section h6: health effect, impact code should have been "minor injury/ illness / impairment". Further information was requested but was not available.

Event description:
It was reported that the patient experienced dizziness. It was noted that noise and auto mode switching (ams) was observed on the right atrial (ra) lead. The noise was not reproducible with isometric testing. Programming changes to sensitivity were recommended.